Event description:
During manufacturer review of a patient's vns programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2008 with an unknown user and unknown vns programming system, and a final interrogation was not performed to verify settings. At the next interrogation on (B)(6) 2008, the settings were noted to be 1ma/20hz/500pulsewidth/30sec on/60min off, which are indicative of a faulted systems test occurring. The settings were not corrected at that visit, and remained at those settings for over two years. It is unknown when the settings were corrected, but the patient's current settings are 1.5ma/20hz/500pulsewidth/30sec on/1.8min off.

Event description:
Additional review of the vns programming history identified the handheld computer used at the time the faulted systems diagnostics test occurred, and identified the user. The physician was previously provided training regarding programming anomalies and performing final interrogations to verify vns settings on (B)(6) 2011.

Manufacturer narrative:
Describe event or problem, corrected data: the programming system was inadvertently reported as unknown on the initial MDR report; the user was identified as the physician. Suspect medical device, corrected data: the serial number is provided. Device manufacture date, corrected data: the manufacture date is provided.

Manufacturer narrative:
Analysis of programming history.